Event description:
It was reported the patient's pump was explanted due to an infection. No further symptoms or outcomes were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.